Manufacturer narrative:
D10): device was returned to manufacturer on 09 dec 2019. H6): method, results and conclusions codes populated after device evaluation complete. Device evaluation: the device was evaluated on 11 dec 2019 by a cross functional engineering team. A kink was present on the device's outer sheath, occurring at the bifurcate of the device. There was a confirmed breach in the jacket in this area. The device became kinked and then broken fibers at the area of the kink produced heat, which created a breach in the outer jacket. Historically, the manufacturer has seen this failure at the bifurcate when a force is applied to the opposite side of the breach in the jacket. Two minor kinks were present, 13cm from the device tip and 18.5cm from the device tip. There was no breach to the outer jacket present in these minor kink areas. One third of the fibers were found to be dead at the proximal coupler of the device. H3 other text : placeholder.

Manufacturer narrative:
Patient date of birth unavailable from facility. Patient weight unavailable from facility.

Event description:
A lead extraction procedure commenced to remove 2 leads: a right atrial (ra) lead and a right ventricular (rv) lead due to lead failure. The procedure began by using a spectranetics 12f glidelight device along with a lead locking device (lld) and the ra lead was targeted for removal first. The 12f glidelight was unable to progress in the vasculature, and the physician opted to upsize to a 14f glidelight. They encountered adhesion of the ra lead so they changed their target to attempt removal of the rv lead. The physician chose to use a 12f glidelight device; the device could not calibrate. A second 12f glidelight device was used to attempt removal of the rv lead but could not progress due to adhesion. They attempted to remove the ra lead again, now using a 14f glidelight device. However, during attempted removal of the ra lead, the device was reported to be kinked and to have red light being emitted from the side of the device's' outer jacket. The location where the emission of the red light was observed, was out of the patient's body, near the bifurcate handle of the device. This is close to where the physician places his hand while using the device. The removal of the ra lead was almost complete, so they continued to use the 14f glidelight device and the ra lead was successfully removed. They attempted to remove the rv lead again using the second 12f glidelight device, but the device would not calibrate. The rv lead was successfully removed with counter traction, with use of a third 12f glidelight device. The patient survived the procedure with no reported harm. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation when light was being emitted from the side of the 14f glidelight device. The second 12f glidelight device used in this procedure was also found to be kinked, with red light emitting from the device's outer jacket (please reference MDR 1721279-2019-00202 which captures this malfunction).